Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Street address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd posiflush sp pre-filled syringe barrel is not labeled. The following information was provided by the initial reporter: writing to inform you of a dysfunctional product that arrived with our latest order. Regarding the product bd posiflush¿ prefilled sterile field (sf) saline flush syringe, 10 ml.

Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 3298721. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, a syringe was observed without the barrel label. The defect of missing barrel label was identified; however, the affected syringe appeared used with less saline solution, without the tip cap, and outside of the unit package. An exact manufacturing cause could not be determined for this incident. There is a vision system in place to detect issues such as missing barrel label. It is possible that a failure in the double rejection station of the vision system resulted in this issue. If there is a failure in the rejection station, the station stops and the operator must check for the cause of the stoppage and remove any defective product. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Additional information, address clarification received. Updated in e.